Event description:
On (B)(6) 2012 the patient had a routine pump replacement due to the pump nearing eol. The health care provider (hcp) was unable to aspirate the catheter; on x-ray it appeared to be out of the intrathecal space. Dye was not injected as the hcp was unable to aspirate. The catheter was not replaced as there was no consent to replace the catheter. The patient had no symptoms of withdrawal, no loss of therapeutic effect and no sudden escalation of dose. Post-op the patient did not want to consider replacement. The pump delivered fentanyl.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter: model # 8578, serial # (B)(4), implanted on: (B)(6) 2012, explanted on: unknown. Catheter: model # 8709, serial # (B)(4), implanted on: (B)(6) 2005, explanted on: unknown. 8637-20: serial# (B)(4), implanted: (B)(6) 2012, explanted: unknown. 8835 personal therapy manager: serial (B)(4). (B)(4).